Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms; however, the reported outflow graft kink could not be confirmed as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported patient conditions could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020. The pump operated as intended at the set speed for the duration of the log file. The log file recorded multiple low flow alarms throughout the log file when the flow decreased below the low flow threshold of 2.5 lpm for 10 seconds or longer. The low flow alarms resolved temporarily between events when the patient¿s flow increased above the low flow threshold of 2.5 lpm. The controller periodic log file contained data from (B)(6) 2020. The log file captured the flow around 4.0 lpm to 4.5 lpm at the beginning of the log file, with a gradual decrease in flow through the remaining duration of the log file down to the approximately 2.4 lpm at the end of the log file. The account reported that the patient experienced consistent low flow alarms starting on (B)(6) 2020. A computer tomography angiography (cta) reportedly revealed an outflow graft obstruction due to compression of the outflow graft. The patient reportedly had bilateral pleural effusions, an enlarged heart, and lung cancer. A low flow software upgrade was performed on (B)(6) 2020 and the patient was discharged home on hospice. The patient reportedly expired on (B)(6) 2020 and the pump was not returned for evaluation. The current version of the heartmate 3 lvas IFU (rev. C) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 28sep2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information received on 22apr2021 reported that finding dated (B)(6) 2020 of computed tomography angiography (cta) of the chest revealed no gross filling defects seen within the main branches of the pulmonary arteries to suggest pulmonary embolism. Extensive right-sided parenchymal infiltrates are seen with large right-sided pleural effusion. Trace left pleural effusion is also noted. There is an area of parenchymal consolidation seen at the right lung base. Area of extensive dense parenchymal opacity in the right upper lobe is suggestive of a mass measuring approximately 3.6 x 5.1 centimeters on previous measurements yield 3.2 x 4.3 cm. This suggests interval progression and is suspicious for progression of neoplastic process. No mediastinal or hilar adenopathy is seen. No definite abnormal mass lesions are identified. Limited views of the upper abdomen show no acute abnormality. Cholelithiasis is noted. Heart size is enlarged with coronary calcification and left ventricular assist device noted. No acute osseous abnormality is seen. Impressions revealed no pulmonary embolism seen. Slight progression of suspected mass like density seen in right upper lobe in comparison to prior study. This may represent progression of neoplasm or worsening surrounding infiltrate and atelectasis. Patchy infiltrates are noted bilaterally most prominent at the right lung base where there is an area of parenchymal consolidation. Pneumonia is suspected. Bilateral pleural effusions, right greater than left. Cardiomegaly with coronary calcification. CT of the chest dated (B)(6) 2020 revealed 3.8 cm right upper lobe speculated mass is re-demonstrated. Surrounding consolidation with air bronchograms in the right upper lobe and right perihilar lung appears unchanged may represent metastatic disease, post radiation change, or pneumonitis. A moderate right pleural effusion and trace left pleural effusion are unchanged. There is no pneumothorax. Mild cardiomegaly is stable. Coronary artery calcifications are noted. Left ventricular assist device, left subclavian approach pacemaker, and right ij approach power port is re-demonstrated. The trachea is patent and midline. The aorta and pulmonary artery are normal in course and caliber. The remaining enhanced mediastinal vascular structures are normal. No mediastinal lymphadenopathy is seen. No suspicious lytic or blastic lesions are seen. Limited evaluation of the upper abdomen is unremarkable. Impression revealed 1. Unchanged appearance of right upper lobe mass and moderate surrounding right upper lobe opacities representing lymphangitic carcinomatosis versus posttreatment change versus pneumonia. 2. Unchanged moderate right and trace left pleural effusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient continued to have further low flow alarms; however, with software change, the hospital staff were able to decrease low flow limit to 2.0, however the patient continued to low flow 1.8. The reported possible kink in the outflow graft was confirmed. The patient went home on hospice as the patient had chronic lung disease and was sent home. The patient passed on (B)(6) 2020. The patient death was reported not related to the pump and will not be returned. The pump operated as expected. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having constant low flow alarms, possible kink in outflow graft (ofg). Low flow alarms started (B)(6) 2020. The patient was possibly going to hospice and turning down low flow alarm to below 2.0 due to terminal lung cancer. Log file submitted showed the power, flow and pulsitile index (pi) trending downward until the pump speed was increased near the end of the file. After the speed increased the power increased, flow appeared to have stabilized with pi continuing to trend downward. The periodic log captured low flow events on (B)(6) 2020. The event log file was filled with low flow events. The file showed flow and pi did not change as expected with an increase in the set speed which appeared to be something interfering with blood volume flowing through the pump. An outflow issue could cause the trending captured in the log file. Per the clinic, the patient's cta (CT angiography) appeared compression to outflow graft (ofg) confirmed. Unknown definitive cause, possibly due to patient's cancer condition. The patient is not a surgical candidate. The plan was home on hospice. Physician requested low flow software install to mitigate constant low flow alarms (patient hovers at 2.5 lpm). Sw 1.5.2 was installed to both patient controllers without issue. No further information was provided.